Event description:
On an unknown date in 2004, the patient was implanted with gore excluder bifurcated endoprosthesis, for treatment of an abdominal aortic aneurysm measuring 52mm. A computed tomography (CT) scan performed on (B)(6), 2010 determined the patient's aneurysm measures 65.61mm x 70.30mm. The patient is doing well and is being monitored by the physician. There is no evidence of an endoleak and no reintervention is scheduled.

Manufacturer narrative:
A review of the manufacturing records for the device(s) was not possible since the device lot number(s) were unavailable. Add'l device related to this event: picc121200/ lot# unk. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.